Event description:
It was reported that a malfunction alarm with code "malf 9" occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and to contact support if the issue arises again. The customer acknowledged the instructions and will set up the pump independently.